Event description:
The customer reported that at the end of operation, the storz reusable conization loop handpiece was broken and burnt. The distal end of the isolation nylon was missing from the device. The customer also stated that there were storz internal tubes and a storz trocar in use at the time of the incident. It is unk if the piece of the device fell into the pt cavity. There was no ill effect to the pt. No add'l details regarding the incident were made available. The customer did not indicate that the generator contributed to the incident.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the unit is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.